Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a loss of ventricular capture, even when programmed to maximum outputs (7.0 volts at 1.0ms). The ventricular lead impedances were normal in both bipolar and unipolar modes, and a chest x-ray did not reveal any abnormalities.